Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and ¿stomach was burning¿ (not further described). The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis and other indications for approximately 14-15 days. On unreported dates, the patient began treatment for the peritonitis with unknown intravenous antibiotics (doses, frequencies and routes not reported) and both the patient and caregiver were retrained on proper aseptic technique. It was not reported if extraneal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.